Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three days after implant of the lead that the patient went to the emergency room for a pulmonary embolism. The physician treated the patient with a ventilator and thrombolysis. The physician suspected the helix caused a myocardial injury, "ta trombokinesis fell off and blocked pulmonary vein". The lead remains in use. No further patient complications have been reported as a result of this event.